Manufacturer narrative:
Results: the returned jet7 was stretched approximately 129.0 cm ¿ 130.0 cm from the hub. The total length was measured approximately 132.0 cm. The distal tip was undamaged. Conclusions: evaluation of the returned jet7 revealed a stretching on its distal shaft. Catheter stretching typically occurs due to manipulation of the device against resistance. If an angiogram is performed through a damaged catheter, additional catheter damage may result. During functional testing, the returned jet7 was unable to advance into a demonstration neuron max. This indicates some damage likely occurred during retraction or after removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the penumbra system include, but are not limited to, vessel perforation or dissection, device malfunction, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra revascularization device. During the procedure, while the physician was in the process of making the third pass, the angiography visualization revealed that the vessel had become dissected. After removing the jet7, the physician found that it was stretched and torn approximately two to three centimeters from the distal tip. The procedure was then ended due to the vessel dissection; no medical intervention was performed. It is unknown whether the jet7 caused or contributed to the vessel dissection. The patient's medical status is unknown.